Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Not outside of acceptable sensor operation. Refer to patient education.; description: glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer also reported difference between sensor glucose and blood glucose values, and keypad anomaly. Customer reported blood glucose value of 400 mg/dl along with symptoms of joints ache and muscle ache and the hyperglycemic event was treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion) and overnight hospitalization. Diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), and overnight hospitalization. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed for hyperglycemic event. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was not within the limit. Troubleshooting was performed for keypad anomaly. Pump has not been exposed to altitude change. Customer was advised to replace the insulin pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.